Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter's display had segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged display issue started five days ago. The cca noted that the patient was not managing her diabetes with any medication at the time of the alleged issue. Five days after the alleged issue started, the patient claimed she developed symptoms of dry mouth and extreme thirst; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known trauma to the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.